Event description:
The patient had shoulder surgery for a torn rotator cuff. Pt experienced pain and a possible reaction to the cufftack device. Patient also stated it felt there was a loose part(s) in their the shoulder.